Manufacturer narrative:
The customer was using expired strips in his meter. The product has been requested for investigation and a follow-up will be submitted. Replacement strips have been sent to customer.

Event description:
Customer reports that his precision xtra blood glucose meter has not been working properly for the last month, and therefore, he has not been testing his blood glucose. He reports losing consciousness twice at work, and reports seeing his doctor after experiencing a seizure. The customer did not want to provide any additional information about his treatment. There was no report of death or serious impairment in this case.